Event description:
Customer reported one incident of a blood leak with a CT-190g dialyzer (a02b18x). It was reported that the incident occurred sometime since 2003, at the start of treatment. Leaks were noted by an audible machine alarm and confirmed by a hemostix test stip. No significant blood loss was noted. Treatments were discontinued and resumed with new disposables and completed without incident. Customer reported that there was no pt injury or medical intervention associated with this incident.